Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that a forceps unit locked in the closed position. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that this issue was noted prior to surgery. The procedure was subsequently completed.